Event description:
The customer reported that the system would arc resulting in a loss of the live image. The system required a reboot in order to regain functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended.